Event description:
It is reported that the device was implanted in 2009, and revised three months later, due to the patient experiencing pain. Upon revision, it was noted that the femoral component was not completely seated on the medial side.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review but, the product experience reports states that the patient's follow-up films appeared to be in valgus. The patient's height and weight is unknown. The device was in vivo for approximately 3 months. Based on the available information a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.